Event description:
As reported through (B)(4) clinical study, approximately ten months post transcatheter aortic valve replacement (tavr) procedure (B)(4) study personnel received a phone call from the hospital's transfer center stating that this patient was being transferred from an outside facility due to endocarditis. Per report, medical records indicated the patient presented to an outside facility with a 1-2 week history of increased fatigue, malaise, and falling and was found to have positive blood cultures for enterococcus faecalis. At the time this report was received the patient remained hospitalized.

Manufacturer narrative:
This patient was randomized to (B)(4) clinical study with an indication of aortic stenosis. The 26mm sapien valve was successfully implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device remains implanted in the patient. A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Investigation of this event is ongoing.

Manufacturer narrative:
Per the IFU, endocarditis is a known complication associated with heart valve replacement and bioprosthetic heart valves. Endocarditis is an infection of a native or prosthetic valve and may occur early or late after valve replacement. The infection typically results from either seeding of the valve with bacteria at the time of surgery by the operative team, or at a later time by an infection elsewhere in the body. In this case, the endocarditis occurred 10 months after valve replacement, and the patient found to have positive blood cultures for enterococcus faecalis. According to the literature, enterococci have emerged as a major cause of nosocomial infections, and within this group, enterococcus faecalis causes the majority of human enterococcal infections. These infections may be local or systematic and include urinary tract and abdominal infections, wound infections, bacteremia, and endocarditis. Many infecting strains originate from the patient's intestinal flora. Individuals at risk for colonization include critically ill patients who have received lengthy courses of antibiotics (particularly those in long-term care facilities), the elderly population, solid-organ transplant recipients and patients with hematologic malignancies with the limited information available, the cause for the infection cannot be confirmed; however, it likely resulted from an underlying patient infection. No further actions are required at this time.